Manufacturer narrative:
Investigation: the lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Some of the most common reactions include fever, urticaria, hypocalcemic symptoms, pruritus, dyspnea, tachycardia, and mild hypotension transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as paresthesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. According to therapeutic apheresis: a physician's handbook, another major category of physiologic responses to therapeutic apheresis is fluid shifts that occur as whole blood is removed, as one or another component is retained, and as the remaining components are returned with or without replacement solution. Resultant changes in intravascular volume can induce hemodynamic alterations. Fluid overload (hypervolemia) may be a problem for patients with cardiac or renal impairment. In other situations, hypovolemia may be a concern. Investigation is in process. A follow-up report will be provided.

Event description:
The customer called and wanted to know if lactated ringers (lr) solution could be given as a replacement fluid during a therapeutic plasma exchange (tpe) procedure on spectra optia. Terumo bct clinical specialist informed the customer that the system had not been validated using lr solution as a replacement fluid. The customer indicated that they had a jehovah witness patient who could not receive blood products, and the procedure had already been completed. The customer wanted to know what other options were available. Terumo bct clinical specialist asked if there were any issues and it was reported that the patient had hemoconcentration and hypocalcemia side effects. The procedure was 88 min. They took the patient off the machine and gave him normal saline, and the patient was fine. The customer declined to provide patient information. The customer did not respond to multiple requests to obtain the patient¿s diagnosis, pre and post hematocrit, the replacement fluid volume and the final fluid balance. The exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Some of the most common reactions include fever, urticaria, hypocalcemic symptoms, pruritus, dyspnea, tachycardia, and mild hypotension transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as paresthesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. According to therapeutic apheresis: a physician's handbook, another major category of physiologic responses to therapeutic apheresis is fluid shifts that occur as whole blood is removed, as one or another component is retained, and as the remaining components are returned with or without replacement solution. Resultant changes in intravascular volume can induce hemodynamic alterations. Fluid overload (hypervolemia) may be a problem for patients with cardiac or renal impairment. In other situations, hypovolemia may be a concern. Root cause: a root cause assessment was performed for the reported citrate reactions. These reactions occur due to decreased ionized calcium in circulation as a result of exogenous citrate administered during the apheresis procedure and are influenced by donor physiology, the rate of ac infusion, and/or the length of the procedure. These symptoms may be treated with oral or intravenous calcium supplements or by adjusting the ac infusion rate. A root cause assessment was performed for the reported hemoconcentration. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: patient¿s underlying disease state; final fluid balance was configured to be less than 100%.

Event description:
The customer called and wanted to know if lactated ringers (lr) solution could be given as a replacement fluid during a therapeutic plasma exchange (tpe) procedure on spectra optia. Terumo bct clinical specialist informed the customer that the system had not been validated using lr solution as a replacement fluid. The customer indicated that they had a jehovah witness patient who could not receive blood products, and the procedure had already been completed. The customer wanted to know what other options were available. Terumo bct clinical specialist asked if there were any issues and it was reported that the patient had hemoconcentration and hypocalcemia side effects. The procedure was 88 min. They took the patient off the machine and gave him normal saline, and the patient was fine. The customer declined to provide patient information. The customer did not respond to multiple requests to obtain the patient¿s diagnosis, pre and post hematocrit, the replacement fluid volume and the final fluid balance. The exchange set is not available for return because it was discarded by the customer.